Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis, it was determined that the upper and lower cases were dented, the control knobs were contaminated, one bail cover was broken, the lead flex cover was corroded, the battery contacts were compressed, the ring was bent and the keyboard window was scratched. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.